Manufacturer narrative:
(B)(4): no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. However, all devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported in a journal article that 2 patients experienced infection in an unknown timeframe postop. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: foreign: italy. Domenico tigani, enrico ferranti calderoni, giuseppe melucci, alex pizzo, margherita ghilotti, alberto castelli, gianluigi pasta, federico grassi, eugenio jannelli. (2024) treatment of periprosthetic hip fractures vancouver b1 and c: the significance of bicortical fixation. A bicentric study comparing two osteosynthesis systemsr. Pages 1 -7. Https://doi.org/10.1007/s00402-023-04955-2. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.